Event description:
A malfunction code was displayed, identified as malf 9, and fault ID 9-0x20f1 was available. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and instructed to contact technical support if the issue reoccurred.